Event description:
It was reported that the patient allegedly sustained cervicalgia, osteoarthrosis, spasm of muscles injuries resulting from a spinal fusion surgery using rhbmp-2/acs. A review of the patient¿s medical records found that: on (B)(6) 2010, the patient complained of pain in her neck and between her shoulder blades. On (B)(6) 2010, the patient presented for follow up with complaints of continued muscle spasm and pain between her shoulder blades. On (B)(6) 2010, the patient underwent CT cervical spine post myelogram due to history of cervicalgia, cervical radiculopathy. Impression: at c4-5, there was a posterior disc osteophyte complex, uncovertebral hypertrophy, and facet arthropathy. These findings produce mild left lateral recess, minimal right neuroforaminal, and mild to moderate left neuroforaminal stenosis, at c5-6, there had been a prior discectomy and fusion. There was osteophyte formation producing minimal bilateral neuroforaminal stenosis, at c6-7, there had been a prior discectomy and fusion. There was osteophyte formation and facet arthropathy producing minimal to mild bilateral neuroforaminal stenosis, at c7-t1, there was facet arthropathy producing minimal right and mild left neuroforaminal stenosis. On (B)(6) 2010, the patient underwent CT of lumbar spine post myelogram due to bilateral leg pain. Impression: at the l4-l5 level, mild to moderate disc bulge and severe facet arthropathy were present. Interval increase in the disc bulge. There was a resultant grade 1 anterolisthesis of l4 which was not present on the previous MRI. Allowing for differences in technical factors, the s1 perineural cyst demonstrated on the previous MRI appears to be stable. Also these cysts rarely cause back or leg pain. Negative for disc extrusion or central spinal stenosis. The patient also underwent lumbar myelogram via lumbar puncture due to bilateral leg pain. Impression: at the l4-l5 level, degenerative disc disease and facet arthropathy were present. Grade 1 anterolisthesis of l4 on l5. At the l5-s1 level, mild degenerative disc diseae present. The perineural cyst demonstrated at the s1 level on the MRI was not demonstrated on the myelogram. There was no associated extradural compression at this level. On (B)(6) 2010, (B)(6) 2011, the patient presented with complaints of memory loss. Assessments: insomnia nos, memory loss. On (B)(6) 2010, the patient underwent CT of head without contrast due to a history of memory loss and insomnia. Impression: no acute intracranial abnormality. Mild frontal cortical atrophy. On (B)(6) 2010 ,the patient presented for follow up with compliants of back pain and underwent a myelogram of her lumbar spine which showed some grade 1 spondylolisthesis with degeneration at l4-5. On (B)(6) 2010, the patient presented for medication. Assessment: insomnia nos (B)(6) 2010 the patient reported complaints of painful urination and back pain. On (B)(6) 2010, the patient presented for follow up with complaints of spasms and cramps in both legs. On (B)(6) 2010, the patient presented for follow up with complaints of bilateral lower extremity spasm. Impression; leg cramps, insomnia, anxiety, neck pain. On (B)(6) 2011, the patient presented for follow up with complaints of muscle spasms in leg, spasms on the left side of her lip and in her left eye, difficulty falling asleep. Impression: leg cramps, mostly in feet, now spread to the lower. Possible channelopathy emg/ncs ordered; insomnia. Dependent on ambien; nrem parasomnia. Possibly related to ambien use or sleep disturbance; anxiety. Several active stressors; left facial twitching. May be related to fatigue and sleepiness; neck pain. Symptoms are mild currently. Offered botox injection if symptoms become intolerable. On (B)(6) 2011, the patient presented for follow up with chief complaints of le cramps. Impression: main problem in distal le extensor spasms, movement disorder or channelopathy. On (B)(6) 2011, the patient presented with chief complaints of suicidal ideation. Diagnosis: acute depression and suicidal ideation. Impression: psychiatric management, history of hashimotos thyroiditis, appears to be mildly hypothyroid at this time. Mild goiter, for which she will follow up with her primary care physician, allergic rhinitis, for this we will start claritin. On (B)(6) 2011, the patient presented with chief complaints of meds severity scale-1. Diagnosis: major depression disorder, recurrent, moderate primary. On (B)(6) 2011, the patient presented with complaints of meds severity scale ¿ 2. Diagnosis: major depressive disorder, recurrent, severe without psychotic features. On (B)(6) 2011, the patient for evaluation. Impression: chronic neck pain, chronic low back pain, degenerative joint disease, chronic depression. On (B)(6) 2011, the patient underwent evaluation of mental status. The patient underwent the following procedures: clinical interview and behavioral observation, mental status evaluation, beck depression inventory-ii, wahler physical symptom inventory. Impression; woman with cognitive functioning in the average range. On (B)(6) 2011, (B)(6) 2012, the patient presented with complaints of meds severity scale-3. Diagnosis: majr depressive disorder, recurrent, severe without psychotic features. On (B)(6) 2011, (B)(6) 2012, the patient presented with chronic problems of spasm of muscle, hypothyroidism, gerd, irritable bowel syndrome, blood disease nec, menopausal disorder, osteoarthros nos-unspec, depressive disorder nec, abn involun movement nec, insomnia other, anemia nos. Assessment: gerd, menopausal disorder, other chronic pain, hypothyroidism. On (B)(6) 2012, the patient presented for follow up with complaints of cervicalgia, osteoarthrosis, and spasm of muscles. Assessments: irritable bowel syndrome, osteoarthrosis, cervicalgia, spasm of muscles. On (B)(6) 2012, the patient presented with complaints of psychiatric issues. Impression: history of hashimotos thyroiditis, allergic rhinitis. On (B)(6) 2014, the patient underwent CT of cervical spine without contrast due to left arm radiculopathy. Impression: no fractures or compression deformities of the cervical spine 2. Mild reversal of the normal curve was seen with offset of the vertebral bodies which appears chronic. Degenerative disc disease and postoperative changes were seen. Focal spinal stenosis was seen at the level of c4-c5. The patient also underwent CT of lumbar spine without contrast. Impression: moderate to advanced l4-5 facet arthrosis, grade 1 anterolisthesis and diffuse disc bulge result in mild spinal stenosis and mild bilateral foraminal stenosis 2. A 4mm left intrarenal calculus. On (B)(6) 2014, the patient underwent x-rays of the cervical spine, ap lateral oblique odontoid. Impression: status post c5-c7 acdf, moderate degenerative changes at c4-5 and mild degenerative changes at c3-c4 and c2-c3. The patient underwent x-rays of lumbar spine series. Impression: four lumbar types vertebral bodies, mild/moderate degenerative changes.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.